Manufacturer narrative:
The device was received not deployed; the pink slide did not move forward and was not visible in the top housing window. Data downloaded from the device shows that a 0x41 alarm was generated during second prime. Rotational sensor abnormalities were also noted in the data, which caused first prime to end earlier than expected. Due to these issues, the device did not run enough pulses to deploy the needle. The device was reset and rerun; during rerun, the needle deployed as intended, and a full 5u bolus was completed. Review of the rerun data shows that the rotational sensor abnormalities were not replicated. Inspection of the drive mechanism found contamination on the commutator cap. Although this contamination was observed, it cannot be conclusively determined if this caused the rotational sensor abnormalities because the abnormalities were not replicated in the rerun data. Corrosion was also observed on the top housing, fill rod, fill sensor springs, chassis, hook switch cups, reservoir, and reservoir cap. It cannot be determined if this corrosion is related to the contamination observed on the commutator cap. A leak test was performed and no leaks were observed on the fluid path, nor was fluid leaking above the o-ring. No cracks were observed in the housing; a source for this corrosion could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported pink slide did not move forward and the needle did not deploy. The pod was not worn and no adverse patient impact was reported.